Event description:
Damage was done to a hybrid ge camera/adac pegasys computer system due to hurricane earl and the resultant water and power spikes. The field svc engineer (fse) replaced some pegasys boards and a ge aob board as part of the repair activities. Several days later it was determined that the axis-on-rotation (aor) function had become misaligned, and as a consequence, the scans of 9 pts presented with artifacts.